Event description:
It was reported that during a superficial femoral artery procedure, advancement difficulties were experienced & the catheter snapped within the delivery system. The gun was pulled apart & the outer sheath of the delivery system was pulled back with hemostats in order to deploy the stent which was not ideally placed. Another of the same make was placed below the initial site using the same introducer.